Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of constipation, enteritis, and peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted hospitalization and antibiotic therapy. Causality was attributed to the transmural migration of bacteria from the bowel to the peritoneum, due to constipation and enteritis. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Escherichia coli is one of the most common organisms causing gram-negative peritonitis in pd patients and is considered normal flora of the gastrointestinal tract. Additionally, studies have shown preventing constipation greatly reduces the risk of contracting peritonitis due to the migration of bacteria into the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On 7/mar/2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted enteritis and peritonitis due to prolonged constipation. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on 4/dec/2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and cefazolin (dose, duration, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for escherichia coli on (B)(6) 2023, and the patient¿s vancomycin was replaced with oral ciprofloxacin (dose, duration, frequency not provided). The patient¿s abdominal pain and cloudy peritoneal effluent fluid have resolved, and he has recovered from the serious adverse events. The pdrn attributed causality to the transmural migration of bacteria from the bowel to the peritoneum, due to prolonged constipation and enteritis. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. At the time, the patient continued to undergo ccpd therapy utilizing the same liberty select cycler without reported complaint.

Event description:
On 7/mar/2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted enteritis and peritonitis due to prolonged constipation. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and cefazolin (dose, duration, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for escherichia coli on (B)(6) 2023, and the patient¿s vancomycin was replaced with oral ciprofloxacin (dose, duration, frequency not provided). The patient¿s abdominal pain and cloudy peritoneal effluent fluid have resolved, and he has recovered from the serious adverse events. The pdrn attributed causality to the transmural migration of bacteria from the bowel to the peritoneum, due to prolonged constipation and enteritis. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. At the time, the patient continued to undergo ccpd therapy utilizing the same liberty select cycler without reported complaint.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the event reported in MFR 2937457-2024-00415 was related to prolonged constipation, and is not a reportable event related to fmcrtg products. There will be no further updates on 2937457-2024-00415.

Event description:
On 7/mar/2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted enteritis and peritonitis due to prolonged constipation. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and cefazolin (dose, duration, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for escherichia coli on (B)(6) 2023, and the patient¿s vancomycin was replaced with oral ciprofloxacin (dose, duration, frequency not provided). The patient¿s abdominal pain and cloudy peritoneal effluent fluid have resolved, and he has recovered from the serious adverse events. The pdrn attributed causality to the transmural migration of bacteria from the bowel to the peritoneum, due to prolonged constipation and enteritis. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. At the time, the patient continued to undergo ccpd therapy utilizing the same liberty select cycler without reported complaint.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.